Event description:
Customer reported that a tech was injured while running a patient sample on the affirm assay. The tech cut her finger on a glass shard inside the specimen tube. The wound required basic first aid and the tech will receive follow-up testing for hiv and hepatitis.

Manufacturer narrative:
The affirm ats collection kit is used to stabilize the nucleic acid of candida species, gardnerella vaginalis, and trichomonas vaginalis during specimen transport at ambient temperature (15-30 degrees celsius) or (2-8 degrees celsius) for up to 72 hours. The customer complaint could not be confirmed. No returns were available and no batch number was provided for investigation. An inspection of the use of the product, as directed by the insert, it appears as though the collection site took the dropper tip off when dispensing the atts solution into the sample tube. This is against the procedure and is not to be done. Bd recommends that the collection site follow the procedure as directed in the product insert in order to avoid future injury. Bd qa will continue to monitor. A review of past complaints for this product does not indicate a confirmed trend for this issue.